Event description:
The customer reported some of the workers complained of skin discoloration on the hand upon removal of a load from a completed cycle. It is unknown if medical attention was rec'd and additional info has been requested.